Manufacturer narrative:
All buttons were functioning properly on the insulin pump. However, corroded keypad traces were found. There was no button error alarm found during the testing. It wsa noted that the pump was received with a cracked case near the display window corners, minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 367 mg/dl at the time of the incident. Customer stated that he tried pressing every button to clear it. Customer was sleeping prior to the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.